Event description:
It was reported that during preparation of a chronic catheter placement procedure, the device was allegedly did not make it into the patient because there was no cuff. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 5f power line s/l catheter loaded onto a tunneler was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The tissue cuff was noted to be missing from the catheter body and was not returned. The tissue cuff was not returned. Adhesive residue was noted near the 4.0cm depth mark. The manufacturing site review states, visual inspection of the images showed a 5f power line s/l catheter, it was observed that the tissue cuff was not present in the catheter body. A closer view revealed the presence of adhesive apparently between the 4.0 cm depth mark, residue from the cuff was also observed in the catheter tube. Therefore, the investigation is confirmed for the reported cuff failure to bond and component missing issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a chronic catheter placement procedure, the device was allegedly did not make it into the patient because there was no cuff. There was no patient contact.